Event description:
The customer reports: the doctor was performing the procedure according to IFU. The doctor tried to insert swg (spring wire guide) into the patient, but felt it was stiff. It was hard to enter patient's vessel. A new kit was opened, and the procedure was completed.

Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) within its advancer tubing, dilator, ars, 2-l cvc catheter, introducer needle, and catheter over needle for evaluation. Visual inspection of the swg revealed one kink in the distal end of body. Microscopic examination confirmed both welds were present and fully spherical. The kink in the swg body was measured at 578 mm from the proximal weld. The total length of the swg measured 603 mm, which is within specifications of 596-604 mm per swg graphic. The outer diameter of the swg measured 0.801 mm which is within specifications of 0.788-0.826mm per swg graphic. The returned swg was passed through the returned ars, 18 ga introducer needle, dilator, and catheter to functionally test. The swg passed through all four with minimal resistance. A manual tug test confirmed both welds were attached. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the spring wire guide was found to be kinked in use was confirmed through visual examination of the returned sample. The returned guide wire had one kink in its body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the swg kinked in use.

Event description:
The customer reports: the doctor was performing the procedure according to IFU. The doctor tried to insert swg (spring wire guide) into the patient, but felt it was stiff. It was hard to enter patient's vessel. A new kit was opened, and the procedure was completed.